Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether this s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This s-ICD remains in service currently. No adverse patient effects were reported. Additional information was received that this patient had lost a considerable amount of weight. This patient will continue to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether this s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This s-ICD remains in service currently. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether this s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This s-ICD remains in service currently. No adverse patient effects were reported. Additional information was received that this patient had lost a considerable amount of weight. This patient will continue to be monitored.

Manufacturer narrative:
This device remains implanted and in service; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.